Manufacturer narrative:
(B) (4)

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during the case, after the v2 trocar was inserted thru the peritoneum, the blade did not retract back. No pt injury was reported. No additional info available at this time. Disposable surgical access device.